Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure the physician attempted to place both the right ventricular (rv) lead and the right atrial (ra) lead in several locations, but could not obtain optimal parameters. After the physician repositioning the rv lead three or four times the patient felt discomfort and experienced syncope. Medication was administered and respiratory support which stabilized the patient. Concurrently, echocardiography was conducted and pericardial effusion was confirmed as the result. Leads were finally positioned and it indicated favourable results. Although the leads were not considered by the physician as the cause, the leads are being conservatively reported. Both leads remain in use. No further patient complications have been reported as a result of this event.